Event description:
It was reported that the package had an identification of probe 7.0, but the print on the probe was 7.5. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: b3: date of event, d4: lot number, expiration date, UDI number and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. Four photos were received confirming the complaint. A root cause was supplier fault. A device history record (DHR) review could not be performed as the device manufacturing records are retained by the supplier and are not readily available for review. A review of complaints for the last three (3) months showed this is the first report of this complaint.